Event description:
I use the bausch and lomb renu contact solution and while using it I got a serious eye infection and had to be taken to the emergency room. I read about the reuters report that 109 similar cases have been reported and that bausch and lomb have stopped selling their renu solution. It was discovered that I had a small white bump in my cornea and very bad inflammation. I was also extremely sensitive to the light and I had blurred vision.